Event description:
The ventilator was connected to a pt. The customer reports that in the simv mode at a rate of 10. The apnea alarm would intermittantly activate for a few minutes then return to proper operation. There was no pt injury.